Event description:
It was reported that a cgm error occurred, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and the customer successfully initiated a sensor session afterward without encountering the error again.